Event description:
Was any of the following conditions involved in the event (check all that apply)? Infection. At the time of the event or implant failure/removal, was there (check all that apply)? Mobility and inflammation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).